Event description:
It was reported a revision of bioconvex patella implant. Primary surgery 2017. Progressive lucent line on imaging.

Manufacturer narrative:
The associated genesis ii biconvex patella was returned and evaluated. Examination of the patellar component was performed visually and using optical microscopy. A lab analysis conducted during this investigation indicated that material wear and deformation are observed on the articular surface and around the periphery of the device. Very little bone cement is observed within groove. Peg is intact with minor scratches. The explanted patellar imaging wire shows some discoloration. Based on the information provided, the exact cause of the reported periprosthetic fracture and subsequent revision surgery could not be determined. No material or manufacturing deviations were observed in the course of this investigation. The device was manufactured in 2016. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.